Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a nozzle with foreign objects. There were no reports of patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
E1- (B)(6) hospital. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the customer flushed the air/water nozzle with detergent solution. The device was returned to olympus for evaluation, and the evaluation found that the wear of the angle wire and the bending angle in the up direction did not meet the standard value. Due to the wear of the angle wire, the upward and downward angulation control knobs were out of the standard value. The adhesive on the bending section cover or distal sheath had a chip, a discolored area, and a white clouded area. Due to the clogging of the nozzle, the water removal ability did not meet the standard value. The protector of the universal cord on the control section side and the scope connector side had a scratch. The adhesives around the objective lens and the light guide lens had a white-clouded area. The objective lens, plastic distal end cover, and connecting tube had a scratch. Due to a scratch on the objective lens, flare occurred. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.